Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) entered in a ventricular tachycardia episode. This device delivered appropriate therapy, however the six shocks delivered failed to convert the rhythm and the therapy was exhausted. The patient was hospitalized and eventually the patient got out of the episode by their own. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.